Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, discussed with the customer the use of noise filters and metal rejection options to improve image. It was also noted, from the error and shot logs that the expose time was less then 1 second. This can also reduce image quality. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system is poor, however, the system is still functional. There was no report of pt injury.